Manufacturer narrative:
The device was manufactured from february 18, 2020 - february 19, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed residual fluid inside the device bladder which suggested an underinfusion may have occurred. The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. It was further reported that the expected infusion time was 48 hours; however, the actual infusion time was 70 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.